Manufacturer narrative:
(B)(4).

Event description:
It was noted that with surgery number three the patient didn't have any accidents at all, implantable neurostimulator (ins) was working well, but then the ins became loose and it was trying to come out because it was not implanted "in far enough" and patient was overweight so the ins moved to the incision site . The patient could see ins and touch it and it hurt patient really bad. Pt states there was just one day in between the six or seven days that patient had a night of three accidents. The patient stated she saw health care provider (hcp) on (B)(6) 2015 regarding ins coming loose. The patient was in a little bit of pain of third surgery. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.